Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the insulation resistance value did not meet the standard value due to damage on the charge-coupled device unit. It was also observed that the adhesive on the bending section cover had wear due to chemical or physical stress. It was observed that the image had white dots on the image due to damage on the charge-coupled device unit. It was also observed that the video connector had a crack due to physical stress due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, control unit, grip, angulation lever, right and left plate, light guide cover glass, light guide connector, video connector case and on the video connector itself. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed scope communication error (b31) message. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.